Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, there was poor separation of the sample. There was no report of patient impact. The following information was provided by the initial reporter: customer states after spinning the tube at 1000 rcf at 24°c for 5 minutes, the serum obtained is a mixture of serum and gel.

Manufacturer narrative:
E1. Initial reporter phone number: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, there was poor separation of the sample. There was no report of patient impact. The following information was provided by the initial reporter: customer states after spinning the tube at 1000 rcf at 24°c for 5 minutes, the serum obtained is a mixture of serum and gel.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, thirty (30) retention samples from bd inventory were evaluated by visual examination. No issues were observed relating to poor barrier separation as all samples met specifications. No further clinical testing was required as the customer discovered an issue with their facility centrifuge. Once the centrifuge was recalibrated, the issue was resolved. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode.